Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The device was received in one piece. It was observed that the connector ends the fiber is broken but being held together by the fiber jacket. The tip was degraded, and the connector has no light exiting the connector face, indicating a connector fracture. Heavy burn marks were also observed. The complaint was confirmed. A fiber break can occur during procedural handling of the fiber during setup, use or reprocessing, in this case the customer stated that the fiber was used 8 times. The fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. This internal connector fracture likely caused the connector to overheat leading to burn mark on the connector face and causing the fiber body break. The IFU states, in the event of no output energy fiber connector may be hot to touch. The investigation did not identify any abnormality in manufacturing or design from the risk review and DHR review. Based on analysis result, the investigation conclusion code assigned is cause traced to component failure.

Event description:
It was reported that during a ureteroscopy with lithotripsy procedure, the fiber was found broken after a flash-like sound. The procedure was completed with another fiber and no patient complications were reported.

Event description:
It was reported that during a ureteroscopy with lithotripsy procedure, the fiber was found broken after a flash-like sound. The procedure was completed with another fiber and no patient complications were reported.

Manufacturer narrative:
The device was not available for analysis; therefore, no physical analysis of the product could be performed. However, media was provided by the customer and showed that the fiber was broken. The image confirmed that the fiber was broken. The device history review (DHR) confirmed that the device met all material, assembly, and performance specifications. The most probable cause of the reported issue cannot be established due to lack of evidence. Additionally, without proper evaluation of the device, it remains unknown the most probable cause that contributed to the event. Therefore, since the investigation findings do not lead to a clear conclusion about the cause of the reported event, a conclusion code of cause not established was assigned to the investigation.